Manufacturer narrative:
Exemption number e2015055. Approx 1 device was received for evaluation; the event was confirmed during testing. Evaluation found the device was missing a component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was disassembled. There was no patient involvement; no patient impact.